Event description:
It was reported that the 9800 system locked up during a case. Also, "live" continued to flash on right monitor, but no x-rays were being produced. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.